Event description:
Notified of event with bma product complaint: internal dialyzer leak during pt treatment with initial use of dialyzer, non-processed. Dialysis treatment stopped, extracorporeal circuit of blood discarded and new dialyzer primed. Dialysis was resumed without further incident. There was no adverse effect to the pt. Hemoglobin was reported as stable. Although actual dialyzer had been saved for evaluation, it could not be flushed, due to clotting (therefore not available for evaluation). MDR filed for volume of blood loss reported, 200 ml.